Event description:
It was reported that the patient presented for a lv lead revision. Externalized conductors were noted via fluoroscopy. All electrical measurements were normal. The leads were explanted and replaced.

Manufacturer narrative:
No medwatch form was received internal insulation abrasion breaching the re conductor lumen was noted at 8.5 to 9.3cm and 15.6 to 16.9cm from the distal tip. The re conductor etfe coating was intact in these locations.